Manufacturer narrative:
The associated right atrial (ra) lead was returned and analysis reveled an inner conductor coil fracture. The reported clinical observations were believed to be due to the lead fracture.

Event description:
This supplemental report is being filed as the evaluation on the associated lead was completed.

Event description:
It was reported that during the implant procedure the physician experienced placement difficulty and difficulty extending the helix mechanism on this right atrial (ra) lead. When the ra lead was connected to the pacemaker high pacing impedances, noise, and low amplitude was observed. This ra lead was removed and replace prior to pocket closure. The pacemaker remains in service. No adverse patient effects were reported.